Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error 800.8000 account name: (B)(6) medical center account #: (B)(4) asset name: 8100bd pump module v9.33.0.50 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8015 unit that has 800.8000 errors in the logs. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: let biomed know that the 800.8000 error is a software issue with timing. This also can be induced by pressing of two keypad buttons at the same time. If this is a hard error recommend to reflash the unit. If reflashing the unit fails, the logic board will need to be replaced. Emailed a copy of the medical device safety notification for system error 255-16-275. Biomed ended call. Ref:_00d30y0yr._5000l1kw3uw:ref